Event description:
The customer reported to olympus that the evis exera iii xenon light source sometimes makes a strange noise and stops working. There were no reports of patient harm.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The report of the device ¿not working¿ was not reproduced during evaluation. In addition, the following non-reportable malfunctions were found during the device evaluation: noise generated from poor contacts on fan, expired lamp, damage to rear panel and connector is deteriorated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.